Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01-apr-2026, a distributor reported via email that three ar-2324kbcsp knotless biocomposite swivelock sp anchors were used and inserted into the patient during a surgical procedure. Although the knotless mechanism functioned and passed the suture as intended, none of the anchors maintained tension and loosened after insertion, resulting in failure to hold in place. The issue was identified intraoperatively on (B)(6) 2026. No patient harm was reported. Additional information was received on 06-apr-2026: during the procedure, three anchors were inserted and seated fully at the time of insertion. The anchors remained securely fixed in the patient throughout the procedure. No breakage of the implant or instruments was reported. The issue was limited to the knotless mechanism of the anchors not functioning as intended; therefore, the knotless feature was not utilized. The anchors were left implanted, as they maintained fixation. No replacement product was used to complete the case. The procedure was not delayed, and no additional anesthesia was required. No adverse patient effects were reported. Additional information was received on 09-apr-2026: this was discovered during a rotator cuff repair and subscap repair.